Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an akin osteotomy following a lapidus procedure. While the surgeon was proceeding to insert the speed compression implant kit, the staple prematurely came off of the inserter and disrupted cortical bone where predrilled. This premature disengagement of the speed compression implant kit staple was also reported as occurring before. They stated that the current staples seem to have a loading difference because of the pressure needed to release from the inserter. The surgeon had to switch to using cannulated screws instead. Procedure outcome is unknown. Patient status is unknown. This report is for one (1) speed compression implant kit 09x10x10mm. This is report 1 of 1 for (B)(4).